Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level went as high as 436 mg/dl. Customer advised they received a new insulin pump and set it up. Customer did a bolus before they went to bed and when they woke up their blood glucose was still high at 406 mg/dl. Troubleshooting for reprogramming alarm and checking alarm setting was performed. Troubleshooting could not be completed because the insulin pump needed to be replaced. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.